Manufacturer narrative:
(B)(4). The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Device investigations did not reveal any device defect, which would have necessitated explantation or might explain the reported inconvenience whilst using the device. The device was explanted but the root cause for the experienced symptoms cannot be determined. This is a final report.

Event description:
It was reported that the patient repeatedly complained about inconvenience with the device. The device has been explanted.

Event description:
The patient repeatedly complained about inconvenience with the device. The device has been explanted.